Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. Upon opening the sealed bag containing the pump, the nursing staff noticed droplets on the bag. The device was filled with fluorouracil. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured on november 23, 2022-november 28, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.